Event description:
It was reported the ipg was unable to communicate with the external devices. Troubleshooting was unable to resolve the issue. The patient underwent an unrelated surgical procedure and the ipg was not placed into surgery mode. Surgical intervention may be pending to address this issue.